Event description:
It was reported a patient underwent a total knee replacement on (B)(6) 2012 and topical skin adhesive was. The patient developed blistering at the site of application, particularly around the lateral edges. The patient was treated with steroids.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.